Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. Customer¿s blood glucose level was unknown. Customer mentioned tiny few air bubble in reservoir. Customer reported that there was air bubble in tubing. Customer had already change the set. The reservoir will not be returned for analysis.